Event description:
A facility reported a perforator (ID 261221) stopped before completing the trepanation. The procedure was completed with a replacement product available. No patient injury reported; however, the event led to 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the unit passed all functional tests, including drilling 5 holes. We are unable to confirm the complaint. Root cause - while the complaint could not be confirmed, a potential root cause per the risk documentation is incorrect fit between the hudson driver and perforators body.

Manufacturer narrative:
Additional information received: initially it was reported: "the perforator had problems during the procedure and stopped before completing the trepanation". The customer provided a failure update: " the perforator didn¿t stop, having passed through the second cortex.".